Event description:
Provider states, the unit has no power, code high pressure no switching and has no alarm.

Event description:
Provider states the unit has no power, code high pressure no switching and has no alarm.

Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / 4-way valve, stuck product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.